Event description:
The user stated her rerun results for igg, igm, and iga are not matching original results for these assays and provided results for two pt samples. Pt1: the original results were iga 9.2 mg per dl, igm 0.0 mg per dl, ig 1048 mg per dl. The user decided to rerun the specimen manually with a decreased sample volume for igg and increased sample volume iga and igm with the following results: iga 2.1 mg per dl, igm 1.1 mg per dl, and igg 557 mg per dl. The user then ran the specimen again by manually diluting it x3, and they recovered the following: iga 28.2 mg per dl, igm 0.0 mg per dl, igg 753 mg per dl. The same sample was repeated after preventive maintenance was performed with the following results: iga 8.1 mg per dl, igm 0.0 mg per dl, igg 1039 mg per dl. The same sample was then run again with a decreased sample volume with the following results: iga 1.7 mg per dl, igm 1.0 mg per dl, igg 533 mg per dl. No erroneous results were reported for either pt sample. The technical service rep stated she ran a 1:16 dilution on these two samples and they matched the original result. According the package insert, all other dilutions should not be used because they have not been validated. She also noted the user was repeating the sample under decreased sample volume when there was no previous record of pt results. The field service rep determined the rinse mechanism movement was erratic and replaced it. He also replaced the phometer heat cut filter and checked the sample probe alignments. To verify the analyzer performance, he ran a precision check, calibration and controls with all results within specifications.

Event description:
The user stated her rerun results for igg, igm, and iga are not matching original results for these assays and provided results for two pt samples. Pt 2: the original results were iga 97.7 mg per dl, igm 062.1 mg per dl, igg 1081 mg per dl. The user decided to rerun the specimen manually with a decreased sample volume for igg and increased sample volume iga and igm with the following results: iga 279.7 mg per dl, igm 34.4 mg per dl, and igg 551 mg per dl. The user then ran the specimen again by manually diluting it x3, and they recovered the following: iga 90.0 mg per dl, igm 53.1 mg per dl, igg 783 mg per dl. The same sample was repeated after preventive maintenance was performed with the following results: iga 99.8 mg per dl, igm 63.0 mg per dl, igg 1112 mg per dl. The same sample was then run again with a decreased sample volume with the following results: iga 94.0 mg per dl, igm 42.5 mg per dl, igg 557 mg per dl. No erroneous results were reported for either pt sample. The technical service rep stated she ran a 1:16 dilution on these two samples and they matched the original result. According the package insert, all other dilutions should not be used because they have not been validated. She also noted the user was repeating the sample under decreased sample volume when there was no previous record of pt results. The field service rep determined the rinse mechanism movement was erratic and replaced it. He also replaced the phometer heat cut filter and checked the sample probe alignments. To verify the analyzer performance, he ran a precision check, calibration and controls with all results within specifications.